Event description:
Customer reported being hospitalized with high bg. Cause leading to hospitalization as per md was no delivery alarms troubleshooting performed, customer did have clamp. Instructed to monitor bg; explained 2 high bg rule and asked that customer call back for hp test when clamp arrives.